Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.

Event description:
Primary procedure, right knee. It was reported that a size 1 insert was implanted with a size 2 baseplate. Surgeon had reported intra-operatively that the insert had locked in. Discovery of the insert being a size 1 was made the same day post-operatively. The patient was returned to the o.r. And the insert was revised to a size 2 insert. Rep confirmed that there are no allegations against the labelling of the size 1 insert, or of the device inside the package. Rep also confirmed that no further information will be released by the hospital or surgeon.